Event description:
Edema, ileus: a pt with a diagnosis of subileus and biliary calculus underwent a laparocholecystectomy and adhesiotomy in 2001. A sheet of seprafilm was placed under the incision and three half sheets were applied to the retroperitoneum. Three days post-operatively, notable ascites was observed and symptoms of an ileus were noted on day six after surgery. Tests performed one week later revealed hypertrophic edema of the intestinal subserous muscularis attached to the seprafilm resulting in symptomatic constriction of the intestinal lumen. The surgeon described the area as similar to contact dermatitis or burn. No abnormality such as inflammation, abscess or allergy was found by laboratory testing. Betamethasone 4mg was started in 2001 and two days later, peristalsis of the dorsal intestine was noted. Peristalsis of the entire intestine was noted, but the edema was still present in 2001. The pt has not yet recovered. No further details were provided. The relationship of the use of seprafilm was assessed as unknown by the rptr.